Event description:
The customer's relative stated that customer has poor vision. Customer rode the unit into an unfamiliar area in the house and drove down steps that did not have a ramp. The unit landed on the customer breaking the collar bone.